Event description:
The customer reported that while running an hiv-1 p24 antigen assay, the submit sample handler, misread a sample barcode as "e0100017" instead of "w33461". No death or serious injury was associated with this event.